Manufacturer narrative:
The reported events of noise and insulation breach were not confirmed. As received, a partial lead was returned in four pieces. Visual examination found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures. Internal conductor shorting was due to procedural damage.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the right atrial lead was explanted, due to an insulation breach and noise. While explanting, the right atrial lead the right ventricular lead was damaged. And was subsequently explanted. Further information was requested. However, was not provided.